Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of unspecified access sets leaked coming from the connection sites or y-sites. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.